Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire fr encountered resistance in the center shaft of the catheter during delivery. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an ischemic cerebral infarction of the middle cerebral artery (thrombectomy for acute cerebral infarction). Patient details: nihss (pre-operative) 15, nihss (postoperative) 8, tici (postoperative) 2b. The patient¿s vessel tortuosity was strong. Access vessel was the middle cerebral artery (diameter 3 mm). When tried to insert sfr4-6-40-10 into fg13160-0615-1s to collect a thrombus causing blockage of the middle cerebral artery, stenosis was found at the origin of the internal carotid artery and there was a lot of resistance within the phenom 21 so they were unable to guide it distally and had to collect it. There was no health damage to the patient because it was collected. The device was replaced with a product from another company (vecta71). The patient was not treated with a tps. No passes with the solitaire device were made. Time required from onset of cerebral infarction to revascularization/revascularize was 70 minutes. There were no patient symptoms or complications associated with this event. Ancillary devices: sheath 8 fr sheath, guiding catheter 8 fr optimo, microcatheter the applicable product fg13160-0615-1s(227203547) was used, but it was collected, so track21 was used, guidewire synchro select standard

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the solitaire resistance was not determined, but the customer noted that it might be that the lumen of the microcatheter narrowed due to the meandering of the blood vessels. A continuous saline flush was administered and maintained as indicated in the IFU.